Event description:
It was reported the patient was experiencing pain at the ipg pocket site. It was determined the ipg was flipping around in the pocket. The physician performed a surgical intervention to suture the device in the pocket. The patient reported effective coverage and good stimulation. Follow-up on the patient revealed, she is doing well. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.